Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-02-25. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were draw tested and the cap/stoppers were easy to fix back on the tubes, and no stoppers popped off their tubes during the next 4 hours, therefore the customer's indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that several tube stoppers were pulling out. The following information was provided by the initial reporter: "they have suffered the accidental uncapping of several tubes, some in the pneumatic tube and others when removed from the tube holder."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that several tube stoppers were pulling out. The following information was provided by the initial reporter: "they have suffered the accidental uncapping of several tubes, some in the pneumatic tube and others when removed from the tube holder."